Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2316-70, serial: (B)(4), batch: 15813558/15834818.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and the patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.